Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger and the ftp overrode and tore the lens during insertion. The incision was enlarged to remove the lens and another lens was successfully implanted.

Manufacturer narrative:
.